Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer's husband reported customer passed away on (B)(6) 2014. Customer's last blood glucose was unknown. She had heart problems. The cause of death is unknown at this time. Customer was off the insulin pump for twenty five days because the doctor decided to remove it. Customer's husband reported that customer's blood glucose had been good, probably in the 80s. The device is being returned for analysis. Nothing further reported.